Event description:
A pt was admitted for stenting off a lesion in the right renal artery. A 6.0 x 18mm genesis stent on aviator balloon delivery system was deployed without difficulty. However, following the stent deployment, the physician complained the balloons were "sticking" to the stent and were difficult to remove. The balloon was completely deflated, with negative aspiration locked on the manometer. The physician applied increased force along with "jiggling" to remove the balloon from the stent, there were no adverse events. Concomitant products: a 190 cm sparta core wire, 6fr brite tip sheath & various sized savvy pta balloons. Per the reporter, the devices are stored in the procedure which has a temperature of 68-70 degrees fahrenheit; the humidity had been turned off. The contrast media used is visipaque 320 mixed 70% diluted with saline 30%. The device was not inflated above rated burst pressure.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.